Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two days before peritonitis diagnosis, the patient was hospitalized due abdominal pain and other indications. On the day of peritonitis diagnosis, the patient was treated with vancomycin injection (1g, once 3 days, intraperitoneal, ongoing) and ceftazidime injection (1.25g, twice a day, intraperitoneal, ongoing) for peritonitis. Four days after peritonitis diagnosis, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.